Event description:
It was reported that, "doctor was drilling the centering hole. Drill bound up in guide and broke off."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.